Event description:
It was reported that during a low anterior resection procedure, the doctor used the device. The staples were formed and the knife blade cut. But when they went to do the anastamosis and put the sizer in, there was a hole in the rectum from the device. They then had to do a coloanal pouch. Additional info requested; were there any problems firing the device? Was the tissue evenly distributed in the device? Was the device in the green firing range? What was the pt's pre-op diagnosis? What was the quality of tissue in the area where the device was fired? Can you please explain what a "coloanal pouch" is? Is this temporary or permanent? What is the current status of the pt? What is the pt's age, sex and weight?

Manufacturer narrative:
Info anticipated, but unavailable at this time.